Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced an episode of diabetic ketoacidosis. Customer reported feeling nausea and had a blood glucose level of over 400 mg/dl. Customer reported that her blood glucose level then rose to over 510 mg/dl. Customer is reporting a past event. Troubleshooting was therefore not possible. Customer's current blood glucose level is 156 mg/dl. No product is expected to be returned.